Event description:
Information was received that the cadd legacy pump had an alarm for high pressure. The customer attempted to clean the connectors, flushing the line, re-seating the cassette and switched to another pump. The patient was hospitalized and devices were replaced. No further information provided on patient outcome. No longterm adverse effects. Dates of use: from 2017 to current. Veletri 110nkm, strength: 1.5 milligrams/volume, continuous, intravenous. This pump was the backup pump.